Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. The device was visually inspected and no abnormalities were noted. A functioning test was performed, and the user's report could not be confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their visera elite ii video system center presented an e333 error message and temporarily stopped providing an image during a laparoscopic procedure. According to the initial reporter, although the touch panel on the main body could not be utilized, since the image loss was temporary, they were able to complete the procedure. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The legal manufacturer reviewed the device history record (DHR) and confirmed that the device met all standard specification at the time of shipment and no anomalies found during the manufacturing of the device. No repair history found for the device. The root cause could not be determined. According to the legal manufacturer the indicated phenomenon was not duplicated at the factory. It was assumed that e333 (error of defective touch panel) occurred temporarily due to a failure of the touch panel sensor or a temporary communication failure between the cp board and touch panel. The cause of the touch panel sensor failure or communication failure between the cp board and the touch panel could not be surmised.